Manufacturer narrative:
Patient manipulation contributed to event.

Event description:
It was reported by a company representative that a patient had been scheduled for a revision of her generator's pocket on (B)(6) 2010. The patient had been flipping the generator around the stitch securing it to the fascia was now loose. Good faith attempts to date for further information have been unsuccessful.